Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 50 mg/dl. The customer was at low and did not get alarm. The customer stated that they had to changed set up in auto mode. The insulin pump will not be returned for analysis.